Event description:
The patient experienced persistent increased pain and tenderness at the implantable neurostimulator (site) in the right buttock. The skin was thinning over the ins without open erosion. The ins and extensions were explanted. The patient recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator (ins) and 2 extensions have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.